Event description:
It was reported that during the implant procedure, the lead was not used due to high threshold and patient anatomy issues. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; full lead analyzed.